Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms while on the mobile power unit (mpu) for 7 days. It was noted that the patient was issued a new mpu in (B)(6) 2024 per routine maintenance. The patient was to be issued replacement mpu.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical alarm while connected to the mobile power unit (mpu) was confirmed and reproduced. There were no log files submitted for review. During the evaluation of the returned mpu, serial (B)(6), the patient cable was observed to have multiple small punctures in different locations. The unit was connected to ac power and went through a self-test as intended. The mpu was connected to a mock loop and the power cable disconnect alarm activated after the driveline was connected confirming the reported event. No further testing was performed. The mpu was forwarded to ppe for further analysis. The mpu was connected to ac power and the power cable disconnect alarm was confirmed when the system controller was connected. Insulation testing revealed that the yellow vcc power wire was shorting to the shield. The patient cable was stripped where the bite marks were observed, and the yellow wire was noted to have its conductor exposed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The root cause for the reported event was due to the vcc power wire shorting to shield in the mpu patient cable; this damage was caused by the bites in the cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all system controller alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.